Event description:
The recipient is reportedly experiencing a skin flap infection. The recipient is presenting with pain. The recipient was prescribed antibiotics and an antibiotic cream.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced a mastoid infection which has improved with antibiotics. Additional information regarding treatment details were not provided. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.